Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00504. It was reported the patient¿s lead replacement procedure was abandoned on (B)(6) 2017. The physician was unable to place the new leads due to patient anatomy and elected to explant the ipg and refer the patient to a neurosurgeon for possible system replacement.